Event description:
A 3.5 umbilical catheter was found to have a leak at the hub after insertion. Three other catheters also leaked. There was no adverse outcome known to the infant, but a catheter was not able to be inserted prior to transfer. FDA notified 2/95 at the time of event due to recurrence of 1994 similar problem. Found to be outdated stock which MFR had already recalled.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.